Event description:
It was reported that the physician was doing a pocket revision and in the process the right ventricular (rv) lead was cut. No additional information is available at the moment. No additional adverse patient effects were reported.